Event description:
It was reported that stent damage occurred. The target lesion being treated was located in the right coronary artery (rca). A promus element everolimus-eluting coronary stent system was selected to treat the lesion. When the physician post dilate the stent, it was noticed through angiography that the proximal edge of the stent collapsed. The physician used 2.0mm and 2.5 mm apex balloons to dilate the stent and implanted an additional promus element stent to the proximal edge. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).